Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524 lead implanted: (B)(6) 1992. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It was noted the ventricular lead impedance trend data showed impedance stable at approximately 280 ohms, and the lead warning occurred on (B)(6) 2015 with just a couple low impedance pace counts since warning. Lifetime minimum impedance measurement of 236 ohms.

Event description:
It was reported that the patient's right ventricular (rv) lead was confirmed to have switched to unipolar triggered by anomalous impedance due to metal ion oxidation on the lead. The lead remains in use. No patient complications have been reported as a result of this event.